Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that patient woke up to an occlusion alarm (alarm number 26) while using a cleo 90 infusion set. Patient's blood glucose was adversely affected and reported at 199mg/dl. A correction bolus via a pump was administered to address the high blood glucose. Troubleshooting determined air bubbles and blockage were present in the tubing, which caused the occlusion alarm. Supplies were successfully changed to resume insulin. No permanent injury was reported.